Event description:
It was reported that during a lap sigmoidectomy, the jaws did not open after the firing. Both sides of the jaws were fired with another device and cut to remove the device from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: at what firing did the issue occur? --- no information. Were there any unusual noises heard? --- no information. What vessel or structure was the device fired on at the time of the event? --- no information. Was the clip fully advanced into the jaws prior to firing? --- no information. Was there any torquing or twisting of the device present at the time of firing? --- no information. Was any unexpected resistance felt while firing the trigger? --- no information. Did anything unexpected happen prior to this incident? --- no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? --- no information. Was there a recent conversion to ees devices in this account or with this surgeon? --- no information.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Furthermore, the orange indicator was noted to be overtraveled. Please note that this finding is not related with the incident reported. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.